Event description:
Cinical study. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, deflation difficulty and shaft breakage occurred. Lesion 1 was a 2.6mm, 80% stenosed, 32mm long portion of the mid left anterior descending (mid lad) artery. Lesion 2 was a 2.6mm, 80% stenosed, 20 mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesions with predilatation and successful placement of two taxus liberte' (2.75x16mm and 3.00x20mm) stents with an unk overlap. Lesion 3 was a 2.7 mm, 85% stenosed, bifurcated, 8 mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilattaion and successful placement of a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. Lesion 4 was a 3.2mm, 75% stenosed, 14 mm long portio of the proximal circumflex (prox cx). A 3.5x20mm taxus stent was implanted. There was balloon withdrawal resistance with deflation difficulty. During withdrawal of the balloon and/or delivery system, there was shaft breakage with distal separation. This was resolved without patient injury. The patient was discharged 2 days later on plavix and aspirin. This product is only ous approved, but it is similar to a mareketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.